Event description:
Reported that blood was observed to penetrate through the transducer protector of and infus bloodline being used on an aurora/system 1000 hemodialysis machine. Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the bloodline during patient use.

Manufacturer narrative:
The system 1000 hemodialysis machine contains internal pressure monitoring lines that are connected to pressure fittings on the outside of the machine. A sterile hydrophobic transducer protector is placed on each pressure fitting before connecting a pressure monitoring line to it (on the outside of the machine). The pressure monitoring line is part of the disposable patient bloodline. The transducer protector is used to prevent the blood from entering the pressure monitor that can cause disinfection problems and possible cross-contamination between patients. The system 1000 operator's manual instructs users to replace transducer protectors between patient treatments. The manual also instructs users to replace wet transducer protectors, check the internal level adjust/pressure monitoring system for possible blood contamination, and replace contaminated components as required. In 2004, baxter issued a safety alert in response to reports received relative to blood contamination of the pressure monitoring lines in hemodialysis equipment. Although the disposable device in question is not sold in the united states, the safety alert was issued globally. As a result of this issue, baxter has initiated a corrective and preventive action, reference renq-CAPA-1. The renq-CAPA-1 investigation determined that the contamination of pressure monitoring lines and hemodialysis machines was due to defective transducer protectors (tps) on the baxter bloodline codes 205-053e, 205-053sus, 205-054e/c. Infus medical co. In thailand manufactures all of these components for baxter. A corporate hold was placed to stop the distribution of additional bloodlines with the defective transducer protectors. Safety alert letters, as well as recall letters, were sent to customers affected by this product issue. An alternate transducer protector was identified and the design of the infus bloodlines was improved to help prevent future recurrences. Baxter has initiated a corrective and preventive action, renq-CAPA-16, which documents the actions to address the use of alternate transducer protectors. Recall # 1423500-6/23/2004-005-c.